Manufacturer narrative:
The customer¿s report that devices shut off unexpectedly twice in a 48 hour period around (B)(6) 2018 was not confirmed, although channel disconnects were confirmed on other dates. Physical inspection of the suspect pcu showed contamination in the contact area of several pins on the left iui, which was not the original one installed during manufacturing. Fluid residue was noted in the cavity of the rear case that housed the left iui connector. The pcu event log was reviewed from the time new patient was selected on (B)(6) 2018 at 9:22pm with the profile being adult critical care and the patient ID bypassed. The event log indicated it was on the same patient from then until (B)(6) 2018 at 10:51am. Review of the log showed three events recorded that may have been for the reported issue. On (B)(6) 2018 at 3:55pm a channel disconnected alarm event was recorded involving pump modules sn (B)(4) and sn (B)(4). When this event occurred only pump module sn (B)(4) was actively infusing; the infusate was tpn at a rate of 87.5ml/hr. On (B)(6) 2018 at 9:01am two channel disconnected alarm events were recorded involving pump modules sn (B)(4) and sn (B)(4). When these events occurred pump module sn (B)(4) was actively infusing tpn at 87.5ml/hr and pump module sn (B)(4) was actively infusing lipids at 20.8ml/hr. Testing at the incident infusion parameters replicated the channel disconnected alarm when the pump modules attached at the left side of the pcu were jiggled by hand. The alarm did not reoccur when the left iui connector was replaced nor did it reoccur when the original iui connector was then re-installed. It is believed the alarm did not return with the original iui connector due to the inherent wiping action when connecting having dislodged or removed the contamination outside of the contact area of the pin(s) that was causing the alarm. The root cause for the customer¿s report is contamination on the pins of the left iui connector on the pcu.

Event description:
The customer reported that the devices shut off unexpectedly twice in a 48 hour period around (B)(6) 2018. No patient harm was reported. The biomed investigating the report did not find evidence of a device shut off in the device logs during the time period and requested an investigation.